Manufacturer narrative:
Follow-up # 1 ¿ (06/11/2015). The patient¿s test strips #3676151 and #3656693 have been returned on 4/21/2015 and evaluated by lifescan product analysis on 5/25/2015 with the following findings: the test strips #3676151 and #3656693 involved with this complaint failed testing. The test strips #3676151 and #3656693 were evaluated and the primary complaint was not confirmed; however, a secondary issue was noted when the test strips vials #3676151 and #3656693 were found to be overlabelled by a third party. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4) , alleging inaccurate erratic results. The reporter claimed obtaining blood glucose results of ¿17.0 and 13.5mmol/l¿ on the subject meter within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for precision. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.